Event description:
Customer contacted the on call intensive care (ic) therapist and reported getting repeated "replacement weight incorrect" errors and that the machine had taken 800 ml of fluid from the patient. Reporter stated that many "replacement bag" errors had occurred; too many to count. Therapy was later discontinued. There was no negative impact on the patient due to the fluid removal. The hospital's risk management group would not allow the nurse to provide any additional information regarding the patient.

Manufacturer narrative:
A gambro technical services (gts) field representative found the replacement scale needed to be calibrated. The service technician calibrated all scales and checked pressure pods. The facility's nurse said to the intensive care therapist that she had put the warning label from the field correction 9616240-9/7/05-001-c on the machine.